Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure, it was noted that the new right ventricular (rv) lead had low r-wave values and high pacing impedance. Therefore, the physician elected to replace the rv lead with another and all measurements were acceptable. The patient was in stable condition.